Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and all operating currents were normal. The insulin pump passed the self test and no display anomaly was noted. No damage was noted inside of the insulin pump. The insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank display following a battery change. His blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.